Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead had difficulty advancing into the device header. The lead was successfully implanted. The patient's condition post procedure was stable.